Event description:
Customer reported to beckman-coulter inc. (Bci) that two erroneous low glum (glucose) results for two separate patients were generated from a unicel dxc 800 synchron system. The customer reported that quality controls were run both before and after the event. The results were within specification. The results were flagged by a system generated critical rerun and automatically retested. The rerun tests yielded the same low glucose results. Additional testing was then performed on a separate instrument. The retest results were within expectation. One of the initial patient results was reported out of the laboratory; the other result was not reported out of the laboratory. One corrected result was reported out of the laboratory. There was no change to the patient treatment attributed to this event.

Manufacturer narrative:
Service visited the account on (B)(4) 2009 and evaluated the system. No functionality or hardware issues were identified. The unit is currently functioning within specification. The root cause could not be determined. This is one of two medwatch reports being submitted as two separate patient events were related to a single reported malfunction. See MDR number: 2050012-2011-01861 for all associated events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.